Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ia endoleak is confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the type ia endoleak is user related. No procedure related harms for this complaint were identified. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. The patient had a pre-existing non-endologix evar stent in place prior to the reported event. The type ia endoleak necessitating the alto system implant was with the endurant system. The concomitant use of the endurant system and the bilateral non-endologix renal stents likely contributed to the reported type ia endoleak. The final patient status was reported as being discharged on the third post-operative day. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. G4: awareness date - updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). During the initial implant procedure, a type 1a endoleak was identified due to the way the gore vbx (non-endologix device) renal stents were sitting. The physician was aware of the off-label nature of the case. The patient was reported to be doing well post-operative. The physician will continue to monitor the patient and determine if a secondary procedure will be needed.